Event description:
Vns pt believed that their device may not be working properly as pt had recently experienced a flurry of seizures. Programmed device settings had not been changed for approx 6 months with exception of recent adjustment to off time. Off time had recently been reduced from 5 minutes to 3 minutes. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Treating neurologist plans to monitor the pt and adjust medications. Investigation to date has been unable to determine whether the flurry of seizures is an increase above the pt's pre-vns baseline seizure frequency.